Event description:
I use the so clean 2 to sanitize my CPAP machine. While working it started to have a strong smell similar to a sanitizer. Soon after it stopped working, the display showed that the "hose was not detected." Currently, my soclean 2 has power but is not working.